Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the patient reported that the pump displayed error message of "no cartridge detected". Subsequently, the patient switched to backup pump with no issue. The pump will be replaced. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The device was tested for an extended period of time, the cartridge was loaded and no problems occurred while running. The device was functioning properly. The reported issue could not be duplicated. The problem source could not be identified.